Event description:
As reported, the patient had patella revision due to subluxation. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation,

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.